Event description:
It was reported that during a da vinci nissen procedure, the cable on the permanent cautery spatula instrument broke. Nothing reportedly fell into the patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The permanent cautery spatula instrument has not been returned for evaluation. The root cause of the customer reported failure mode has not been determined. If the instrument is received or additional information is received, a follow-up MDR will be submitted.